Event description:
The manufacturer was contacted in reference to bipap auto biflex device. There was a report of patient passing away. There was no allegation of the device contributing to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.